Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the plunger is hard to push when using syringe pumps with IV medication, which requires more pressure in the pump. When did the incident occur? During use.

Manufacturer narrative:
Pr 13015621 follow up MDR for device evaluation/additional information: device evaluation: no photos or physical samples that display the reported condition were available for investigation. A thorough review of the history associated with syringe 20ml ll 60/pkg lot 2207109 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were analyzed further, and visual inspections indicated that none of the reported defects could be replicated. The plunger operates smoothly by hand, indicating that the silicone is appropriately distributed. The findings from the silicone content test, as well as the breakout and maintenance force tests conducted for the lot's release and on the retained samples, confirm that the syringes meet the specifications and show no damage that could account for the defect claimed by the customer. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.

Event description:
Per additional response: was patient or user harmed? No. Please confirm the number of products affected. 2pcs from same patch and from two different department. As the description was incompletely ended, is there any other issues other than plunger is hard to push? No other issue please confirm if any physical damage or deformity was observed in the product? Waiting for the affected sample to be given by the customer as during the meeting they do not have the sample have you replaced the defective product and successfully completed the medication procedure? The end user replaced the defective product with new one and completed the procedure the sample will be shipped soon could you please provide me with the address and other information